Event description:
It was reported by the affiliate that the (1) er320 was used during a gall bladder procedure. The clips would not feed. The case was completed with another instrument and with no pt consequence.